Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the clip in the er320 from the fdc38 did not form proximally. 10/15/98 a competitor's device was pulled to complete the procedure. There was no consequence to the pt.